Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿error code 210.5020¿ was confirmed. Received on 02-jul-2025, lvp device was received unboxed and with paperwork. Error code 210.5020 confirmed at power up. Internal inspection revealed a loose bezel harness connector. Workmanship at bd manufacturing. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display blank screen and error code 210.2050. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display blank screen and error code 210.2050. There was no patient involvement.